Event description:
A user facility reported to olympus, the evis lucera bronchovideoscope had pinholes in the bending rubber. Upon inspection and testing of the customer returned device, the scope forceps stopper was scraped. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, holes in the curved rubber caused by external factors, insufficient bending angle due to elongation of angle wire, insertion part serpentine is crushed due to an external factor, scratches on insertion part serpentine due to external factors, forceps stopper scraped due to an external factor, scratches on the operation part, scratches on the switch box, scratches on the grip, scratches on the angle lever, scratches on the up/down plate, scratches and wrinkles on universal code, corrosion of electrical connector contacts, and scope connector is scratched due to external factors. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on the handling method of the device including usage environment. Olympus will continue to monitor field performance for this device.